Manufacturer narrative:
The device history record was not reviewed as no stock code and no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation. Investigation is ongoing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.

Event description:
Kimberly-clark received a report from the (B)(6), stating, "this concern relates to the blue plastic cap covering the suction tubing connection used in packaging the device. The problem is that this cap, due to its current shape, fits perfectly onto the suction tubing itself resulting in total device malfunction. As a result of the lack of airway toilet over the preceding few hours due to this failure, a patient with a sputum plug experienced acute respiratory distress. The doctor has been notified of two incidences in his hospital in which the cap was not removed before use, once with a serious consequence. Both times it was when the device was replaced by a junior member of the staff. This would seem to be because there are usually more senior nursing staff around when a patient is set up on a ventilator initially, who would be unlikely to make this mistake. Therefore, this does not happen often, but he still thinks the potential for harm is high in cases where the cap remains in place." No additional patient information was provided. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).